Event description:
The customer reported that she performed a control test with the contour® next gen meter and obtained a reading of 205 mg/dl at 12:56 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer refused to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a4 the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. Additionally, the contour® next control solution lot # 4bv2g26 expired on 30-sep-2025, therefore an in-house testing could not be performed. A device history record was reviewed for the contour® next gen meter, serial # (B)(6) associated with the event, and no manufacturing anomalies were found.